Manufacturer narrative:
See also mfg. Report no. 3004209178-2016-21986. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer¿s mother reported the consumer had been ¿violently sick¿ and had been to three different hospitals since last week. The mother reported the hospital gave the consumer medication and sent her home. The consumer had a follow-up visit with a doctor in (B)(6) 2016 for an adjustment, but the doctor did not know how to do the adjustment and the doctor was on the phone with someone that assisted him doing the adjustment and since then the consumer had been violently sick and nothing but trouble. The mother thought the doctor turned the implant off. The mother noted the consumer was currently at the hospital and a doctor at the hospital did a ¿nuclear egg¿ test to look into the consumer¿s stomach and they found out the ins was not working. The mother wondered if the manufacturer monitored the ins like a pacemaker. It was noted that the doctor at the hospital did a test and found the implant off, and they would like someone to turn the implant on. Additional information received from a manufacturer representative reported the consumer was being discharged from the hospital and was in the hospital due to a gastroparesis ¿flare up.¿ they were still doing testing on the consumer to see what caused the flare up, and had done a cat scan and an emptying study, but still wanted to check the device. The consumer did not have a managing doctor right now and was currently looking for one. Additional information received from the mother on 2016-nov-28 reported the emptying test performed last week at the hospital found the consumer was digesting food very slowly. She noted due to the holiday a representative was not available. The consumer was no sick again and the mother would likely take her to the hospital again tonight. Further information received from the consumer¿s mother on 2016-nov-29 stated she was taking the consumer to the ER again today and noted she would have the doctor call the representative directly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.